Event description:
Literature was reviewed regarding late dislodgement of a left bundle branch pacing (lbbp) lead. The authors described a patient who presented to the clinic due to repeated presyncopal attacks. An electrocardiogram was performed which showed the lead with failure to capture. Device interrogation noted an obvious sudden rise of ventricular threshold, a sudden drop of lead impedance, and diminished r waves. On fluoroscopy, it was noted that the lead exhibited a dislodgement which occurred approximately three years post implant. The lead was explanted and replaced. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: when stability fails: rare very late dislodgement of 3830 lead. Clinical case reports. 2026. 14:e71819. Doi: 10.1002/ccr3.71819 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.